Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device had not been working right for the last 2 years. As a result the patient did not have or know where the programmer was. No medical symptoms were reported in the event but the patient was to have an MRI of the brain for ¿a possible stroke¿ (reported as not related to the ins device/therapy). There were no further complications reported or anticipated.